Event description:
Per the clinic, the patient experienced infection around the abutment, despite multiple local treatments. There are plans to remove the abutment; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.